Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during initial drain. The hp was not able to answer many questions about the setup. The hp was not able to locate the lines in order to answer whether or not any clamps were left open on unused lines. The technical service representative (tsr) was not able to find the cause of the alarm. The hp had already turned off the hc and disconnected prior to calling. The hp was going to discontinue therapy for the night. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 1 of 2 for this event.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.